Event description:
One day following the ablation procedure, a possible transient ischemic attack occurred (tia). The patient presented to the hospital with a headache and vision changes. Additionally, a sudden loss of vision in the right lower quadrant of the right eye occurred on (B)(6) 2020 which resolved after one hour. CT scan identified no hemorrhaging in the brain or evidence of infarction. The patient has no history of cerebrovascular injuries and echo was conducted prior to the procedure to rule out thrombus. The patient's act levels ranged from 230 to 389. The patient was discharged. Heparin was used during the procedure and the patient was taking apixaban prior to the procedure. The following morning, the patient resumed taking 5 mg of apixaban.

Manufacturer narrative:
An event of a possible transient ischemic attack (tia) was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tia could not be conclusively determined.

Event description:
One day following the ablation procedure, a possible transient ischemic attack occurred (tia). The patient presented to the hospital with a headache and vision changes. Additionally, a sudden loss of vision in the right lower quadrant of the right eye occurred on (B)(6) 2020 which resolved after one hour. CT scan identified no hemorrhaging in the brain or evidence of infarction. The patient has no history of cerebrovascular injuries and echo was conducted prior to the procedure to rule out thrombus. The patient's act levels ranged from 230 to 389. The patient was discharged.